Manufacturer narrative:
B7, d1 and h6 updated. H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. It is also possible that non-structural valve dysfunction (nsvd) may have played a role in leaflet immobility or leaflet restriction, however this is unable to be confirmed.

Event description:
Edwards received notification that a 44 years old patient with a valve model 7300tfx25mm implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years and five (5) months due to inadequate leaflet motion leading to regurgitation. The patient presented with shortness of breath. A transcatheter valve was successfully implanted within the existing surgical device. The patient was noted as to be fine and stabilized after the procedure, neither injury to the patient nor damages to the devices were done.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 44 years old patient with a 25mm perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years and five (5) months due to inadequate leaflet motion leading to regurgitation. The patient presented with shortness of breath. A transcatheter valve was successfully implanted within the existing surgical device. The patient was noted as to be fine and stabilized after the procedure, neither injury to the patient nor damages to the devices were done. The implant date is known only as "2016". Therefore, (B)(6) 2016 is being used to calculate the minimum implant duration.